Manufacturer narrative:
The device was not returned for evaluation. Mmdg was unable to perform an evaluation, and the complaint cannot be confirmed. A review of the pump's device history record was not possible because no serial number was provided. Additional follow up was conducted by mmdg, and the complainant did advise that the problem had not occurred again and that they would not be returning the pump to mmdg for investigation.

Event description:
The initial reporter stated that they had multiple pumps shut down without warning. During follow up from an mmdg clinician, no patient information was able to be provided, but the initial reporter did state that there had been no injuries or adverse effects. [Complaint-(B)(4)].